Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. Ultimately, the customer reverted to an alternate method of insulin therapy.